Event description:
It was reported that ongoing intermittent occlusion alarms occurred. It was confirmed that the occlusion issue did not cause the customer's blood glucose level to exceed 500 mg/dl or cause the cgm to read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resuming insulin.